Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited radiofrequency telemetry anomaly. The device did not transmit data through radiofrequency transmitter. After device download, rf telemetry was restored. The patient would continue to be monitored.